Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a recurring off no power alarm the customer¿s blood glucose was 156 mg/dl at the time of incident. Customer stated that the insulin pump alarmed off no power without a low battery alert warning. Customer reported that a replacement battery cap was sent previously. Customer also reported that the insulin pump had a motor error alarm. The drive support cap was flush and the insulin pump was not exposed to high magnetic fields. Customer was able to complete the rewind process. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm and no unexpected battery power loss anomaly during test noted. Motor passed motor test. Product (yes) meets specification noted.